Event description:
Caller reported a cgm error and attempted to contact support while experiencing this issue. There was no reported impact to the customer¿s blood glucose level. Technical support was in the process of guiding the caller through a pump reset when the call was dropped, and a voicemail was left in an attempt to re-establish contact. Upon follow up cts provided pump reset information. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear.